Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with abrasion in right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva) at the time and complained of pain and light sensitivity in the affected eye. At the time patient reported that symptoms were not interfering with daily activities and the abrasion resolved on the same day. Bcva from (B)(6) 2017: right eye pre-op 20/20 -6.25 x -.25 x 55, left eye pre-op 20/20 -9.25 x -1.50 x 142. Bcva from (B)(6) 2017: right eye post-op 20/20 .50 x -.50 x 90, left eye post-op 20/20 2.00 x -1.00 x 0. Patient presented on (B)(6) 2017 with abrasion, discomfort, foreign body sensation and pain in right eye. It was suggested patient may be suffering from recurrent corneal erosion. Topical steroid dosage was increased. Patient had loss of best corrected visual acuity (bcva) and was worried that the event was threatening to vision. Patient is being managed for recurrent corneal erosions. Bcva from (B)(6) 2017: right eye post-op 20/30, left eye post-op 20/40.

Manufacturer narrative:
Initially reported device manufacturing date from 11/1/2007 to corrected device manufacturing date 09/30/2007. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.